Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. It was reported that patient is not able to charge her implant and has been charging for a while and ins charge up to 30% at excellent quality. Patient reports she fell on sunday ((B)(6) 2019), morning on the left side where the implant is located and since then she started to have problems with charging the implant. Patient confirmed ins is showing 30% charge and controller is 100% charge. Patient was redirected to consult with their hcp. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient got their ins replaced as a result. The problems with charging have not been resolved. The patient stated they still have to see the doctor, and they have been indisposed for three months. No further information was reported.